Event description:
The patient reported that it was suspected that the catheter may have been compromised due to surgeries and injections that she had in the area of the catheter. They noted a dye study was performed, and dye was shot through the catheter. The patient reported changing doctors and when another dye study was performed, the pump was changed to saline on monday (date not provided) and the dye study was not performed until thursday (date not provided). The patient stated they were violently ill with withdrawal and nausea. The patient stated they had to take ¿narco¿ to ¿catch up¿. It was thought the patient meant oral medications or ¿norco¿. The patient stated that after the dye study it took a while to re-initiate intrathecal therapy. They stated they were doing much better now, but they still had some nausea.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
Additional information later received from the hcp reported that a dye study was performed and no catheter issue was found. The pump appeared to be functioning properly. The patient had notified the hcp that they were experiencing some nausea. The patient had contacted the clinic (B)(6) 2013 saying they were feeling better. The pump was used to deliver morphine and bupivacaine.